Manufacturer narrative:
Manufacturer reviewed patient x-rays. X-ray assessment yielded no anomalies. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostics test run on a vns therapy patient's system resulted in high lead impedance, indicating a possible lead malfunction. Physician stated that the patient had been in 2 months prior to that and a diagnostic test yielded results within normal limits. He additionally denied patient trauma and patient interaction as possible causes for the lead malfunction. X-rays were subsequently reviewed by manufacturer, however, the assessment revealed no anomalies with the patient's system.